Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator was notified that the patient had been admitted at an outside hospital and was subsequently transferred to another hospital with a head bleed. It was reported that the patient expired in the ICU with complications from cerebral hemorrhage. The hospital was not able to resuscitate the patient. No other information was provided.

Manufacturer narrative:
The patient expired and the pump was disposed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.